Event description:
It was reported to philips the device showed an auto test failure. There was no report of patient involvement. The customer requested assistance from a remote service engineer (rse). The rse confirmed the reported issue with the customer. The rse instructed the customer to run operation check which passed, and the device returned to normal status. No parts were replaced. The device passed opcheck and remains at the customer site. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined. There is no indication of a systemic problem. No further investigation or action is warranted.